Event description:
It was reported that the screwdriver tip broke during a case. There was no debris.

Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.